Event description:
Additional information was received that patient full vns system was replaced. The explanted devices were noted not to be available for return. No additional relevant information has been received to date.

Event description:
It was reported that patient was being referred for a replacement due to low battery (ifi=yes) and lead revision due to high impedance. No additional relevant information has been received to date. No surgery has occurred to date.